Event description:
Consumer called to report receiving readings sometimes 100 points higher than their other meter. Unsure which is correct, but feels the other meter is more accurate to the way they feel. Analysis run on clark error grid using competitive reading (143, 130, 130) as ref. Point vs. Bd reading (289, 269, 239) yielded data points in the c range of the grid, outside acceptable limits.